Event description:
Customer reported a button error on his insulin pump. The alarm cannot be cleared. Customer's blood glucose is 120 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump passed displacement test. No button error alarm noted. Insulin pump had an intermittent button response due to corroded keypad traces. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot, stained address and serial number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.